Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannulas broke off and a couple of sensors ended within 3 days. Customer just received a new box of sensors. Customer stated that the sensor always looks bent when he takes them out. Customer had a lost sensor alert and troubleshooting was performed. Customer was advised to return the sensor.